Event description:
Litigation alleges that the patient suffers serious bodily injury and pain. Upon revision, metallosis and black fluid was noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.